Event description:
When an attempt was made to cardiovert a pt with the devices, synchronous mode of operation could not be enabled. Unspecified actions were completed and the pt was successfully cardioverted.